Event description:
It was reported to agiliti that the large volume pump infused medication faster than programmed. The bumex drip was programmed to infuse at a rate of 2.5ml/hr, and the medication bag was found empty before the scheduled time. It was reported that there was no negative outcome and no injury to the patient. This occurred in the medical surgical unit.

Manufacturer narrative:
Additional information: h6. The report of an infusion infusing faster than expected was confirmed. Pcu event log review: pump module s/n (B)(6) was programmed to infuse drugid 56 at a rate of 2.5 ml/hr with a vtbi of 100 ml at 2:38 pm on (B)(6) 2020. At 2:39 pm, the infusion was paused and then restarted at 2:40 pm. At 2:53 pm, a channel malfunction occurred, and the device was removed. Twenty seconds later, the device was re-added to the system. At 2:54 pm, the user restored the previous infusion programmed at 2.5 ml/hr. At 5:13 pm, a channel malfunction occurred, and the device was removed. Eleven seconds later, the device was re-added to the system. At 5:17 pm, the user restored and started the previous infusion programmed at 2.5ml/hr. At 6:40 pm, the infusion was paused. At 6:59 pm, the device was channeled off. At 10:50 pm, the user programmed an infusion of drugid 56. The user entered a dose of 10 mg/hr, which made the rate 100 ml/hr. The user selected yes to the guardrails warning dose above maximum and the infusion was started. At 11:28 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 10 ml/hr. At 12:01 am on (B)(6) 2020, the infusion was paused. At 12:02 am, the user changed the vtbi to 5 ml but did not complete the programming and instead channeled the device off. At 12:16 am, the user restored the previous infusion running at 100 ml/hr but did not complete the programming and instead channeled the device off. At 9:16 am, the user programmed an infusion of drugid 56 to run at 2.5 ml/hr. At 9:17 am, the device alarmed for check IV set. The device was then channeled off. At 7:54 pm, the user programmed an infusion of drugid 56 to infuse at a rate of 2.5 ml/hr. At 7:55 pm, the device alarmed for check IV set and the infusion was restarted. The device alarmed for check IV set again and this time the device was channeled off. At 8:02 pm, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 75.431 ml. No instruments or administration tubing sets were returned for investigation. The root cause of the reported infusion infusing faster than expected was identified as user programming.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported to agiliti that the large volume pump infused medication faster than programmed. The bumex drip was programmed to infuse at a rate of 2.5ml/hr, and the medication bag was found empty before the scheduled time. It was reported that there was no negative outcome and no injury to the patient. This occurred in the medical surgical unit.